Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be identified or duplicated. The system was operating as intended.

Event description:
The customer reported the system was unable to make fluoroscopic x-ray exposures. There is no report of pt injury associated with this event.